Event description:
A report was received stating a pulse oximeter's display was allegedly displaying missing segments. There was no reported patient involvement. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).